Manufacturer narrative:
Product event summary: analysis confirmed the reported battery drawer issue; the release latch and battery holder were sticky. Analysis also found the keypad and knobs were sticky. It was noted the bails and bail cover attachments were missing. The reported atrial channel issue could not be confirmed; the atrial and ventricular channels were checked and no anomalies found.

Event description:
It was reported the atrial entry (channel) was defective. It was also reported the opening button battery flap (battery drawer) does not function well (faulty) and now the battery cannot be changed quickly. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.